Event description:
The iab leaked during insertion. On 7/14/98, the following was reported to datascope: the dr completed the arterial stick and inserted the guide wire. A nick was made in the skin and the site was spread with hemostats. The sheath from the kit was then inserted into the pt. The iabp catheter was prepped with negative pressure and inserted over the guide wire into the sheath. The catehter was inserted half-way into the sheath and blood was noted at the end of the balloon. The iabp catheter was removed and replaced with another iab. Therapy continued with no problems. There was no pt injury or complication as a result of the event. The pt was finally discharged and sent home. [Event complications]: unk-reported 6/29/98; none-rpt'd 7/14/98. [Pt's current status]: discharged-rpt'd 7/14.